Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was returned and the lot number was not confirmed as the packaging was not returned with the device. During visual inspection, the subject guidewire distal tip was broken/fractured 204.5 cm from the proximal end and the surface of the break was rough. The distal end was kinked/bent 198cm from the proximal end. Functional testing was not performed due to the condition of the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Product analysis found the subject guidewire distal tip was broken/fractured 204.5 cm from the proximal end, approximately 0.5cm was not returned. The distal end was kinked/bent 198cm from the proximal end. The condition of the returned subject guidewire suggests that excessive torque and manipulation during the procedure resulted in the observed damage. An assignable cause of procedural factors will be assigned to as reported and as analyzed damage of the guidewire distal tip broken/fractured during use and un-retrieved device fragments and as analyzed damage of the guidewire distal tip broken/fractured during use in addition to the as analyzed damage of the guidewire distal end/tip kinked/bent as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during an intra-arterial thrombectomy (iat) procedure the tip of the subject guidewire was broken off in the carotid siphon. The broken fragment of the subject guidewire was attempted to be removed with a snare device but was unsuccessful. Aspiration with a catheter was also attempted to remove the broken fragment but was also unsuccessful. The subject guidewire tip migrated to the m1 segment and was left in the patient. There was a surgical delay of unknown time, and the procedure was not completed. No other information is available.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported during an intra-arterial thrombectomy (iat) procedure the tip of the subject guidewire was broken off in the carotid siphon. The broken fragment of the subject guidewire was attempted to be removed with a snare device but was unsuccessful. Aspiration with a catheter was also attempted to remove the broken fragment but was also unsuccessful. The subject guidewire tip migrated to the m1 segment and was left in the patient. There was a surgical delay of unknown time, and the procedure was not completed. No other information is available.